Manufacturer narrative:
The investigation for the introducer damage has been completed. 14fr x 25cm impella introducer sheath and dilator were returned for evaluation. Upon visual inspection, no damage to the introducer was observed. Dilator tip did have slight curvature. Clinical details noted that patient had very tortuous anatomy at insertion site. The root cause of the introducer damage - mechanical was most likely patient condition related as the patient had severely tortuous anatomy at insertion site. Added:d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During the implant, the sheath was placed successfully, yet after removing the dilator, it kinked. The sheath was replaced with a medtronic sentrant 18 french by 28 centimeter sheath. It was noted that the patient had very tortuous vessels that led to the sheath kinking. There was no report of patient harm.